Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was hospitalized. Data was sent into technical services (ts) for review as there was noise seen on the electrocardiogram. The noise was able to be reproduced during testing. Upon review ts noted that the shock was inappropriate due to noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. An unrelated benign reset was found when reviewing the device's memory. Ts discussed that the reset was likely due to telemetry and did not impact device operation. Ts discussed further troubleshooting and obtaining x-rays. Ts also discussed that full system replacement would be advised due to the reproducible noise and the likelihood of additional inappropriate therapy occurring. The following day another inappropriate shock occurred and the physician programmed therapy off in the s-ICD. X-rays were taken, however it was noted they would not be sent into ts for review. Ts reviewed the new episode and indicated that the cause of the additional inappropriate shock was also due to noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Again, ts recommended full system replacement. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was hospitalized. Data was sent into technical services (ts) for review as there was noise seen on the electrocardiogram. The noise was able to be reproduced during testing. Upon review ts noted that the shock was inappropriate due to noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. An unrelated benign reset was found when reviewing the device's memory. Ts discussed that the reset was likely due to telemetry and did not impact device operation. Ts discussed further troubleshooting and obtaining x-rays. Ts also discussed that full system replacement would be advised due to the reproducible noise and the likelihood of additional inappropriate therapy occurring. The following day another inappropriate shock occurred and the physician programmed therapy off in the s-ICD. X-rays were taken, however it was noted they would not be sent into ts for review. Ts reviewed the new episode and indicated that the cause of the additional inappropriate shock was also due to noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Again, ts recommended full system replacement. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported. Additional information was received that the physician and the patient discussed the options and decided to leave the system implanted with therapy programmed off. The physician will continue to monitor the patient clinically and determine if a revision procedure is needed and what system the patient should be implanted with in the future. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.